Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that ipg was too deep. The patient underwent a revision procedure. The patient was reportedly doing well postoperatively.